Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider no good" and "implant was broken" during implantation in left eye. Surgery was completed with backup device. No eye injury noted.